Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
During trouble shooting of a check supply line alarm which occurred on the homechoice (hc) during use, the home patient (hp) already started over with new cassette, but did not change the bags. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check supply line alarm. The hp reported that he first received the alarm, he only changed out the cassette and reused the solution bags. The hp stated that he could not see any visibly wrong with the cassette. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. This problem is confirmed for use - error, however, the assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.